Event description:
It was reported that the dr deployed a jugular vena cava filter via the femoral approach by accident. Eleven days later, the physician removed the permanent filter using a 16f sheath and placed a vena tech filter. The pt is reported as doing great.